Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. It was also stated that the dome label was slightly faded and that there was a phone base station a couple of kilometers away from their home. The customer was able to rewind once they removed the reservoir and infusion set. The motor error alarm had occurred three times since (B)(6). The history showed that the insulin pump had alarmed no delivery. The insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.